Event description:
The hcp reported the patient was experiencing right flank pain. The pump was infusing hydromorphone 18.0 mg/ml at a daily dose of 5.0 mg. It was discovered there was a "catheter tip granuloma at t8 - t9 with displacement of spinal cord left anteriorly. " it was reported the therapy was abandoned. The pt is reported to have recovered without sequela.